Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. Visual and x-ray examination found the helix was stretched, bent, and clogged with blood/tissue. Consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being bent, stretched, and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to retract. The lead was not used and replaced during procedure. The patient was stable.